Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer performed a supply change, delivered a correction bolus, and administered a manual insulin injection to treat the bg. The customer continued to use the pump for insulin therapy.